Manufacturer narrative:
The strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Product labeling states: the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). Initial reporter occupation: occupation was patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). At 4:54 am, the result from the meter was 7.5 inr. At 7:30 am, the result from a laboratory using an unknown reagent was 5.1 inr. The therapeutic range was 2.5-3.5 inr.

Manufacturer narrative:
The returned test strips were measured on reference meters with a high level control sample: control ranges 2.4-3.0 inr, test 1: 2.6 inr, test 2: 2.7 inr, test 3: 2.6 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The returned customer material and retention material complied with specification. The customer stated they were taking antibiotics (acithromycin) and vitamin c/ascorbic acid (6 gram daily dose) due to infection and fever. Antibiotics and vitamin c were taken during the affected time frame when the comparison to the lab took place. Per product labeling, when antibiotics are taken simultaneously it can have influence in prothrombin time. There is no significant effect on the test results when the concentration of vitamin c (ascorbic acid) in the blood plasma is lower then 170 mol/l.